Manufacturer narrative:
Block b3: exact date unknown, event occurred since last year 2023.

Event description:
It was reported that the patient could no longer keep the implantable pulse generator (ipg) charged. The patient underwent an ipg replacement procedure.